Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient¿s rotated heart. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and remained attached to the anterior leaflet and posterior leaflet chordae. Per the physician, the slda was due to the thin and friable leaflets. A second clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was due to challenging patient anatomy. The reported incomplete coaptation (slda) was also due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.